Event description:
Received info stating that due to a ventilator malfunction patient was placed on a second ventilator. The patient was not harmed or injured as a result of the event. The customer reported to have replaced the power cord bracket. The ventilator passed all testing. (B)(4).